Event description:
The manufacturer received information alleging a ventilator¿s display was broken. The device was not in patient use. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator¿s display was broken. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's display was replaced to address the issue. In addition of the above evaluation, the device's machine flow sensor and muffler assembly were replaced due to contamination and the software was uploaded, which was not related to the malfunction/issue.